Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient would need surgery. The cause of the power on reset, elevated impedances and loss of stimulation was not determined and was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the broken extension was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Other applicable components are: product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: extension; product ID: 3487a-33, lot# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's lead was replaced on (B)(6) 2018. The extension was broken and the representative planned on sending it back to the manufacturer for analysis. The extension was replaced and impedances were normal. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References both the main component and the other applicable components. Concomitant medical product: product ID: 3487a-33, lot# j0104224v, implanted: (B)(6) 2001, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: (B)(6) 2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - arachnoiditis/ failed back surgery syndrome/ peripheral neuropathy/ other chronic/intract pain (trunk/limbs)/ rsd/causalgia-complex regional pain syn / spinal pain. It was reported that a power-on-reset (por) was reported. No trauma/falls were reported to be related to this issue. Caller had an x -ray and was in hospital environment. Por was successfully cleared by the manufacturer's representative. Troubleshooting resolved the reported issue. It was reported that about 10 days ago was when the patient noticed the neurostimulator (ins) stimulation turned off, but did not see a por message on the patient programmer. Caller was reporting elevated impedances. Caller reported that the quad lead all combinations greater than 10,000 ohms but below 40,000 when running at a higher amplitude. Patient also had not felt or had stimulation. Age of lead and surgical revision was discussed and may be needed. Caller reported that the patient hasn't felt stimulation for about 2 weeks but did report sensation was fading prior to not feeling stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental to update codes, codes 11, 4118, 3233 no longer apply to serial number (B)(4), new codes apply to serial number (B)(4). Analysis of the stimulation extension (serial number (B)(4)) found that the straight wire in the conductor body was broken 11.2cm from the proximal end. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.